Event description:
A vaxcel PICC line was placed for therapeutic purposes on an unknown date. Upon difficulty with blood drawing and flushing, the PICC line was removed. Upon removal, a crack in the catheter distal to the suture wing was noticed. The PICC line was replaced in 2005.